Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d7a, h6 (type of investigation).

Event description:
A complaint was reported to the emergency support program that the sensation plus 8fr. 50cc iab had fiber optic sensor failure alarm on a cardiosave during use. No patient harm or injury was reported. The nurse stated there was no visible kink or fold in the fiber optic fo cable and that she had already unplugged and replugged the fo sensor cable once prior to the call. Fse was provided guidance on transitioning from the fo sensor to a transducer as the pressure source, and the nurse was instructed to coil, tape, and label the fo cable as fiber optic sensor failure do not use. The nurse was unable to locate the interface transducer cable to utilize the inner lumen and reported the fo cable was intermittently functioning. While troubleshooting, the fo sensor cable was reconnected, and pressure values and waveform were present. The nature of the alarm and continued use of the fo cable while functioning were discussed. Complaint information was obtained.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Contact person ph. Number: (B)(6). Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a fiber optic sensor failure can occur due to one or more of the following probable causes: iab sensor failure: a fiber optic sensor failure in an intra aortic balloon refers to the malfunction or loss of signal from the fiber optic pressure sensor within the intra aortic balloon catheter. This sensor is responsible for accurately detecting and transmitting real time aortic pressure waveforms to the iabp console, which are critical for timing the inflation and deflation of the balloon during cardiac cycles. Causes of a sensor failure: a sensor failure can result from the following: optical sensor kink. Break in sensor. Connector issue.